Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl reconstruction and lateral tenodesis surgery the screw did not fit on the screw driver and when inserting the device, the screw broke inside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-2324pslc. The surgeon switched the surgical technique. He did the fixation with a suture anchor, peek swivelock. It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.